Event description:
It was reported that declining effects regarding a pt's pump were seen, as the dose was continuously increased up to 475 mcg/day. The type of medication, including the concentration, were not reported. A dye study had to be aborted as the catheter could not be aspirated. The pt underwent a catheter revision on (B)(6) 2010. During the revision procedure, the physician was able to aspirate the catheter from the pump connector. A successful bolus dose was performed on the pump to ensure that it was working appropriately. No leaks or apparent disconnections were found. The catheter was replaced, and the pt's dose was started at 200 mcg/day. The pt's outcome was not reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).